Event description:
It was reported that the patients right ventricular (rv) lead exhibited a rise in the rv lead impedance. No oversensing was reported and the caller was advised to conduct further testing. No reprogramming has been done at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.